Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 5ml ls 23ga 1-1/4in tw experienced needle and syringe separation/spinning out prior to use. The following information was provided by the initial reporter: the needle and syringe are separated before use.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/28/2020. H.6. Investigation: one photo and one sample was received by our quality team for evaluation. From visual inspection, a loose needle was observed. Therefore, the team was able to confirm the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Further evaluation of the sample of the returned sample, showed no damage on the syringe tip and needle hub. The needle part was manually assembled to the syringe barrel and the needle pull test was performed. The returned sample passed the product specification for this test. At the primary packaging machine, there is a vision system to detect and reject parts with loose needles and shield. After detection, the production technician manually removes and replaces the parts from the blister pocket. The vision system was tested and was able to detect and reject parts with loose needles and shield. Therefore, the team was unable to identify the root cause of this reported non-conformance. H3 other text : see h.10.

Event description:
It was reported that the syringe 5ml ls 23ga 1-1/4in tw experienced needle and syringe separation/spinning out prior to use. The following information was provided by the initial reporter: the needle and syringe are separated before use.